Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/04/2020 . Corrected information: d3, g1, g2. Additional information: d10, h6. Additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records could not be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Device return status/follow up?

Event description:
It was reported that the patient underwent a total abdominal hysterectomy surgery in 2019 and the suture was used. The tip of the needle was already broken about 0.1mm when they opened. A surgeon found out the tip was broken when he was suturing the wound and changed to another like suture immediately. The procedure was completed successfully. The patient was file. There were no patient consequences reported.